Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized one day after the event onset. The patient was treated with vancomycin injection (1 gram, every 3 days and route not reported) and meropenem injection (1 gram, daily and route not reported) for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.